Event description:
The customer reported that post collection, the component tech was stripping the tubing on the short port when blood sprayed out of the long port of the red blood cell bag. The blood sprayed the tech's face and some may have gone into her nose. She wiped the blood from her face, but thinks a drop of blood went in her nose. She was wearing eye protection. The testing that was done on the donor came back negative. The center checked the tech's (B)(6) status and found that she had an antibody for (B)(6).the age and weight of the patient (component tech) are not available at this time. Donor unit # (B)(6), collection date (B)(6) 2013. Terumo (B)(4) is awaiting return of the disposable set for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was returned for investigation. A tear/opening in the main port of the bag was observed on the top edge of mandrel. The bond socket for the frangible did not appear to be inserted fully. No non-conformances were noted in the product trace information for this disposable. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct disposable engineer was consulted and the manufacturing process was evaluated. It was confirmed that the frangible weld depth meets the manufacturing criteria and the bag was manufactured to specification. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined at this time. It is likely that a combination of the handling during the stripping process and manufacturing variation led to the leak in the bag. Corrective action: terumo bct engineering is further evaluating the manufacturing process for this bag to determine if the variation in the manufacturing process can be reduced.

Event description:
The customer declined to provide patient's age and weight.